Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported that during an intraocular lens (iol) implant procedure, the lens had a scratch. Additional information has been requested and received stated that the iol was scratched and was removed using a twist and pull technique. A new iol same model was inserted into the eye successfully. There was no patient harm and patient was not hospitalized. No further information available.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The file indicates the use of a qualified cartridge and viscoelastic. The file also indicates the use of a non-qualified handpiece. The root cause is most likely related a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/handpiece combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).